Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from doctor via a company representative regarding a (B)(6), female patient who was receiving fentanyl 2000mcg/ml at 700 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2015, multiple motor stalls and recoveries were seen upon interrogation. The patient had not recently had a MRI. On (B)(6) 2015, the patient started experiencing increased pain, chills and felt like they were going into withdrawal. The patient's pump was put into minimum rate and a referral was sent for replacement. The cause was unknown and the only resolution was replacement. The patient was awaiting a surgical date. Additional information has been requested regarding the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
(B)(4). Device evaluation summary: analysis of the pump revealed ¿feedthru anomaly ¿ shorting across insulator¿. Corrected information: conclusion code is no longer applicable for this event.

Event description:
Additional information was received from a patient via a company representative. The patient stated that it was the worst withdrawal that she had had in her life. The pump was replaced. The patient was disgusted. Surgically everything went fine. The patient had a follow-up appointment scheduled on (B)(6) 2015 and an appointment scheduled next month with her pain management physician.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp). The pump system was delivering fentanyl 2000mcg/ml at 1031mcg/day. The start date was 2007 and noted as on-going. Other medications that the patient was taking at the time of event included; hydromorphone, cymbalta, lyrica, provigil, clonazepam, tizanidine, and "fibriet." Patient's past medical history includes chronic pain, hypertension, peripheral vascular disease, diabetes, pneumonia, depression, uterine cancer, heart disease, heart attack, chronic obstructive pulmonary disease (copd), pacemaker, tonsillectomy, appendectomy, tubal ligation, gastric surgery, endometrial dilation, "laparotomy", cholecystectomy, throat surgery, back surgery, and leg surgery. The patient first started experiencing the pump failure from (B)(6) 2015. Motor stall occurred starting on (B)(6) 2015 and continued to stall then recover several times over (B)(6) 2015, when the patient was seen by the physician. The patient had symptoms of diaphoresis, tremors , anxiety, and elevated in pain level due to repeated motor stall on pump. They decreased pumps continuous rate and patient-activated (pa) dose. The patient was started on fentanyl patch to help with symptoms of withdrawal/elevation in pain. The cause of the pump failure was unknown. The logs showed motor stall occurred (B)(6) 2015 at 17:03, with recovery on (B)(6) 2015 at 17:20, motor stall occurred on (B)(6) 2015 at 00:08 with recovery on (B)(6) 2015 at 00:47, motor stall occurred on (B)(6) 2015 at 01:39 with recovery on (B)(6) 2015 at 02:16, motor stall occurred on (B)(6) 2015 at 04:38 with recovery on (B)(6) 2015 at 04:57, motor stall occurred on (B)(6) 2015 at 06:45 with recovery on (B)(6) 2015 at 08:02, motor stall occurred on (B)(6) 2015 at 13:52 with recovery on (B)(6) 2015 at 14:09, motor stall occurred on (B)(6) 2015 at 14:27 with recovery on (B)(6) 2015 at 15:04, motor stall occurred on (B)(6) 2015 at 15:22 with recovery on (B)(6) 2015 at 19:15, motor stall occurred on (B)(6) 2015 at 20:09 with recovery on (B)(6) 2015 at 20:46, motor stall occurred on (B)(6) 2015 at 21:02 with recovery on (B)(6) 2015 at 21:21, motor stall occurred on (B)(6) 2015 at 22:33 with recovery on (B)(6) 2015 at 22:50, motor stall occurred on (B)(6) 2015 at 04:28 with recovery on (B)(6) 2015 at 05:59 and motor stall occurred on (B)(6) 2015 at 08:21 with no recovery noted in event logs. The patient had an appointment scheduled for (B)(6) 2015 for pump decrease.